Manufacturer narrative:
In trouble-shooting, the medtronic representative reported that after swapping out the emitter they were able to track normally. Return requested. Replacement emitter shipped to site 02/03/2017. Medtronic investigation of returned suspect emitter confirmed the reported issue. At cold start the emitter and axiem box was blinking a communication error when the field generator was connected to the axiem box. The field generator settled down and became more stable after it warmed up and began to function normally. After 10 minutes of burn-in the field generator permanently failed. Eminterface shows a fault on coil 9. Red status / no tracking - electrical failure. Software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. On 02/03/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Emitter nonfunctional. Replaced defective emitter. On 02/09/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/03/2017 software investigation completed. Findings are that there was no software anomaly. Field generator permanently failed. Software is functioning as designed. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose and throat (ent) procedure, when using their navigation system, the axiem and emitter stopped working. The emitter details displayed communication error. The rn re-started the navigation system twice, however, the issue was not resolved. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.